Manufacturer narrative:
The device involved in the event was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. Despite attempts to gather additional event and patient information, limited information has been received to date. Therefore, sections in this report are blank or unknown due to missing information. Additionally, the lot number for the device was reported as unknown; therefore, fields within section d4 could not be completed, including the UDI number. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Event description: all I know is the ivus spun up on the wire. This has been happening fairly frequently. It is a catheter issue. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? None needed. What is the next course of action? Replace the device. Patient present at time of event? Yes. Patient complications: prolonged procedure in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? Ivus spun up over the wire. Medical or surgical interventions: they were able to remove it patient admitted to hospital beyond the standard of care: no. Patient outcome: expected to fully recover. Photo or video of issue: no. Question: what is the anatomical location of the lesion being treated? Answer: lower extremity. Question: what device was used to complete the procedure? Answer: unknown. Question: was the device removed from the patient intact? Answer: I think so. Question: please indicate what system the catheter was used with (ex: ilab, polaris, avvigo, avvigo ii, avvigo plus, etc.)? Answer: avvigo ii. Question: did the catheter and guidewire have to be removed as one unit? Answer: yes. Question: was the guidewire able to be removed from the device once outside the patient? Answer: unknown. Question: was there any visible damage to the device? If yes, please describe: answer: yes. It's spun up on the wire. Question: what size and brand guidewire was used? Answer: .014 thruway. Question: was the device removed from the patient in one piece? Answer: union.